Manufacturer narrative:
Updated fields - b4,d1,d4(version or model #,catalog #),d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions,h10,h11. Corrected fields - d5,e2,e3,g2. A getinge field service engineer (fse) verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Product passed all functional/safety testing.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) / suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has down-leak alarm. There was no patient involvement.

Event description:
It was reported that during check out of device, the cs300 intra-aortic balloon pump (iabp) unit has down-leak alarm. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.